Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to mother board. No unexpected audio/beep anomalies were noted. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify program alarm anomaly or unexpected restart alarms due to blank display. No moisture/damage keypads traces during testing noted. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump was making a loud pitch noise. Blood glucose was unknown. The explained that the insulin pump was left in the bathroom during a shower and when she came out the insulin pump was alarming. The customer received a watchdog timeout alarm, she changed the battery, and received an unexpected restart alarm. She changed the battery again, and the display remained blank. Troubleshooting was not able to resolve the issue. It was advised to discontinue use of the device and to revert to a back-up plan. The insulin pump will be returned for analysis.